Event description:
During deployment of a renal stent the guide wire became entrapped by the snare. Attempts to remove it were unsuccessful and the procedure was aborted. The pt was transferred to another hosp for surgical removal of the guide wire. Follow-up by nursing staff reported a renal artery bypass graft on the aorta and did very well.